Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a procedure with an endopath. The babcock was placed on fallopian tube by the doctor. He pressed the button to lock it. Dr. Pressed to release it and the button broke off. The babcock was locked on the fallopian tube. A hemostat was used to release the babcock from fallopian tube. There was no damage to fallopian tube continued with procedure without any further complications. There were no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The ethicon endopath's inability to open while on the patient was assessed as a reportable malfunction.

Manufacturer narrative:
The sterilmed failure analysis lab received the device for evaluation on 06/25/2018. The customer returned one device stating that, while in use during a procedure, the trigger switch broke off after the doctor actuated it to lock the jaws onto the fallopian tube. This part was not returned. There was no report of the broken piece falling into the patient. As the part was not returned for analysis, it is unclear if the piece was whole or broken. There was no further report if the device made contact with other devices or metal during the procedure. It was reported that there was no damage to the fallopian tube, and they continued the procedure without any further complications or consequences. While the device handle operates smoothly - the jaws open and close without issue - without the ratchet switch, no analysis of the device's locking feature could be conducted. There were no observed broken pieces. The handle has indications of splitting at the switch area, which likely contributed to the switch popping out of its position. However, there was no additional information from the customer as to whether there was contact with another device or metal during the procedure. Operational context and-or misuse of the device could affect its functionality. As there appears to be damage as a result of unknown causes, as well as, biological contaminants on the handle of the device indicative of use and handling, no conclusion could be determined as to the cause of the reported issue. There are no observed discrepancies upon review of the device history record. No conclusion to a root cause could be determined, and this is also determined to be an isolated event. Manufacturer's ref. No: (B)(4).